Manufacturer narrative:
Device evaluation: the suspect medical device was not returned to the manufacturer for investigation/evaluation but to olympus medical system corporation in hinode, japan (omsc) (returned to omsc on 2021/05/06). The evaluation at omsc hinode confirmed that the ceramic tip at the distal end is broken and a fragment is missing. The cause of this damage is most likely mechanical overload by the application of excessive force like impact, fall, shock or similar stress in combination with wear and tear. Therefore, this event/incident was attributed to use error. It cannot be conclusively determined whether the insulating insert had already been pre-damaged before the incident occurred, whether the damage was triggered during the reprocessing cycle preceding the incident, or during the last procedure. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified therapeutic procedure, it was noticed that the ceramic insulation at the distal end of the resection sheath was missing. It could not be conclusively determined whether the fragment had fallen into the patient during the procedure and the missing fragment could not be located. However, the intended procedure was completed with the same set of equipment and there was no report about an adverse event or patient injury.